Event description:
It was reported by service report that the cot was involved in an accident where the ambulance was struck from behind. There was pt involvement and the pt was reported to have received a broken foot from the ambulance door.